Event description:
Caller indicated the relion confirm meter was giving variable readings. Caller stated she had variable results of 24 then 129 in 3 minutes. She is a1c high, not a diabetic. Controls not used. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.